Event description:
A cracked and shattered touchscreen on the pump was reported, making it unresponsive and illegible. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was advised to use multiple daily injections as a backup therapy. Technical support planned to replace the pump, confirmed the shipping address, and instructed the customer to return the non-functional pump in storage mode with a prepaid label within 10 days, which the customer understood and acknowledged.